Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The fractured component fragment was not returned. Provided information stated no piece of instrumentation was left in the patient. The investigation could not draw any conclusions about the breakage without the fractured component fragment to examine. The device is old (mfg 2006) and has been subjected to heavy usage which may be a contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem trial broke during reaming.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.